Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The front panel display disappeared due to faulty circuit board. Additionally, the investigation revealed the suction tube was deformed and the device was missing legs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use with the high flow insufflation unit, the device displayed a front panel blackout. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the front panel display is lost, the leds are not switched on, and the bargraph of the set pressure is not completely displayed due to a failure of a printed circuit board (cr board). A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the patient was not under general anesthesia or sedation. The procedure was completed using a similar olympus device (uhi-4, serial number unknown).